Manufacturer narrative:
Sientra complaint#: (B)(4). As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra performed testing of device from other lot/batch retained by manufacturer. Upon review of the complaint, it was determined that the most likely cause of the inconsistent vacuum pressure is a twisted gasket around the access cap (spatula port cap). If the vacuum is turned on again the twisted gasket can prevent a good seal from being made. The action taken to address the issue has been completed under change order (B)(4) at sientra. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Device could not get suction. Checked lids to make sure device openings were secure. Once couldn't get suction, doctor just opened another fat grafting device he already had.